Event description:
It was reported that while using the sheath with the high frequency unit, the high frequency unit exhibited an error (instrument cannot be recognized. Upon checking the plasma electric cutting interface, it was found that the interface was loose and suspected that poor interface contact had caused the malfunction. The issue occurred during an unknown therapeutic surgery. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to mfrs: 268569, 268577, 268582, 268588 and 268590.

Event description:
Additional information supplied by the customer. The malfunction was a plasma electric cutting interface malfunction, reporting an error message of an unrecognized instrument. The malfunction occurred before the surgery. Therapeutic surgery: the surgery was performed using another device of the same model. No delay. No injury incidents have occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, so the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.